Event description:
Healthcare professional reported left side "became smaller" and confirmed deflation during explant surgery. The device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date of 2025 as the healthcare professional indicated the event was first noticed "several months ago". Clarification to d6a implant date: partial date (B)(6) 2005. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.